Manufacturer narrative:
One collection cassette with the tubing attached was returned for evaluation, no other pack components were included. The part number and lot number cannot be verified or determined. A bottle of balanced salt solution was also returned attached to the IV spike of the pack assembly. Fluid is visible in the cassette and tubing. The fluid was poured onto a 0.45 micron filter and vacuumed off through a filter in an attempt to trap any possible particulates. Microscopic examination of the filter found large amounts of what looks like organic material. No other particles were found. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) stated that during a cataract procedure, a particle was seen coming out of the irrigation port at the beginning of a case. There was no report of injury or consequences to the patient.